Event description:
Patient representative reported left side "serous fluid accumulation between the implant and breast skin on the top. Fatigue, allergies, chronic exhaustion, difficulty concentrating, sleep disorders, memory disorders, digestive problems and joint pain" (not device related). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported left side "serous fluid accumulation between the implant and breast skin on the top. Fatigue, allergies, chronic exhaustion, difficulty concentrating, sleep disorders, memory disorders, digestive problems and joint pain" (not device related). The device remains implanted.